Manufacturer narrative:
Investigation the explanted components have been discarded and cannot be returned to the manufacturer for identification and analysis. Checking the manufacturing charts of the involved lot #2327400, no pre-existing anomalies were found on the 100 components manufactured with the same lot #. Checking the manufacturing charts of the involved lot #2416431, no pre-existing anomalies were found on the 86 components manufactured with the same lot #. Checking the manufacturing charts of the involved lot #2315567, no pre-existing anomalies were found on the 55 components manufactured with the same lot #. This is the first complaint received with this lots #. A final MDR will be shared upon completion of the investigation.

Event description:
A shoulder revision surgery was performed on (B)(6) 2026 due to infection, involving the removal of the glenosphere and liner and their replacement with a 36 glenosphere, +2 connector, and +3 liner. Previous surgery was performed on 2nd september 2024. The surgeon followed the standard surgical workflow for shoulder revision. The explanted components included: smr reverse hp liner medium (product code 1365.09.015, lot 2416431, ster. N. 2400172) smr connector small r (product code 1374.15.305, lot 2327400, ster. N. 2300268) smr reverse hp glenosph. 40 mm (product code 1374.50.400, lot 2315567, ster. N. 2300156) patient is female, 80 years old. Event happened in australia.